Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor received photos of the suspect medical devices and on (B)(6) 2020, an investigation of the photos were completed. Investigation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the image. Although the product was not received, the manufacturing records of the 6817604 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with 450cc mentor memorygel breast implant saline breast implants and experienced postoperative bilateral breasts asymmetry, right-sided capsular contracture baker grade iii and right breast implant rupture. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral removal on (B)(6) 2020. This medwatch form is for the left breast prosthesis.